Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 49 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to performed on (B)(6) 2025. During the procedure, the device was advanced, and the tip of the cutting wire and the bow were bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h2: block e1 has been updated based on additional information received on october 19, 2025. Correction: block h11 (additional MFR narrative). Block h6: imdrf device code a0406 captures the reportable event of cutting wire kink. Block h11: (investigation results) the returned truetome 49 was analyzed, and a visual evaluation noted that the cutting wire and the working length were kinked. Also, it was found that the distal pierced hole (tome's extrusion) was torn; therefore, this last condition displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter). No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. The results of the analysis performed on the returned device found that the working length and the cutting wire were kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Also, it was found that distal pierced hole was torn (working length torn) and this condition caused the wire anchor to displace. The working length torn at the pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it and displace the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 49 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to performed on (B)(6) 2025. During the procedure, the device was advanced, and the tip of the cutting wire and the bow were bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.